Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this (B)(6) year old male patient underwent aortic valve replacement due to prosthetic valve severe regurgitation and stenosis of his 21mm bioprosthetic valve. The implant duration of the valve was 12 years and two months. Intraoperative tee revealed the prosthetic aortic valve leaflets had limited mobility and was extremely thickened. The explanted device was replaced with a 21 edwards valve. After the procedure, the lv function was approximately 40-50% ejection fraction with severely hypokinetic right ventricle, based on this patient was placed on ECMO. On pod #2 the ECMO was explanted and chest remained opened. Patient was unstable and taken back to the operating room by thoracic services and his chest was closed with a right pectoralis muscle flap. He was weaned off of some drips and became hemodynamically more stable over the next few days. Patient was finally discharged on pod # 23. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".